Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer and assisted with the logs. The customer noted the patient incident occurred on (B)(6) 2026 between 0920 and 1000. After the patient incident they noticed that the spo2 alarms for that patient were turned off and turned them back on. The customer is requesting assistance figuring out when the spo2 alarm was originally turned off. Philips rse remoted into philips remote services (prs) and was able to search for alarms off/on for the entire unit. The rse discovered the spo2 alarm was turned off on (B)(6) 2026 at 11:52:13 from the bedside monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance reviewing the audit log after the ICU patient coded. The code lasted for one minute, after which time the patient was awake talking. After the patient incident, it was noted the spo2 alarms were turned off, so they were turned back on. Further review of the logs revealed the spo2 alarms were turned off two days prior at the bedside monitor.

Manufacturer narrative:
Analysis was performed by philips remote application specialist (ras) which included interviewing the customer and assisting with the logs. The customer noted the patient incident occurred on (B)(6) 2026 between 09:20 and 10:00. After the patient incident they noticed that the spo2 alarms for that patient were turned off and turned them back on. The customer is requesting assistance figuring out when the spo2 alarm was originally turned off. The ras remoted into philips remote services (prs) and was able to search for alarms off/on for the entire unit. The ras discovered the spo2 alarm was turned off on (B)(6) 2026 at 11:52:13 from the bedside monitor. It was confirmed the patient code was related to the lack of spo2 alarm and the delay in care was due to the alarms being turned off. The patient was intubated and placed on a ventilator. Another nurse noted the low saturation on the nursing station monitor. Summary of technical complaint investigation: the pse reviewed the logs and agreed with the findings of the ras, no new information could be added. Based on the information available in the case, the cause of the reported problem was confirmed to be a user error. It was confirmed the device did not malfunction. If additional information is received, the complaint file will be reopened for further investigation.